Event description:
Revision surgery - the pt's hip dislocated, and the surgeon removed the unipolar and sleeve.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.1 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr #8695 involved two parts that were scrapped due to oversized features. A review of the product complaint report history shows this is the second complaint for this part number: one due to dislocation and one due to trauma. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from soft tissues and patient activity. There were no reports of any circumstances that may have led to the patient's dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.